Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after 28 minutes of treatment with polyflux dialyzer, the patient experienced facial flushing, discomfort and abdominal distension. The patient's blood pressure was 109/78 mmhg, heart rate 125 per minute, blood oxygen saturation of 98%, and body temperature of 37.2 degrees c. The patient was provided intravenous dexamethasone (5 mg). It was reported that the patient's symptoms improved. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.